Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent fracture). Caused by another device (sheath has contributed to the event). No result available since no evaluation performed (no device returned for evaluation). (No device return). Evaluation conclusion: known inherent risk of procedure (stent fracture). Another device caused failure (sheath has contributed to the event). Unable to confirm complaint (no device returned for evaluation). (B)(4).

Event description:
A physician was attempting to use a complete se peripheral stent to treat a lesion in a patient. It was reported that the artery was first stented using a non-mdt stent and dilated using a balloon. The complete se was then placed distal to the non-mdt stent. A 6f sheath was then used to pass the stented lesion and another lesion distal to the proximal lesion was engaged with angiojet. It was reported that the complete se stent fracture occurred and another complete se was used to post the fractured stent and that the sheath caught the complete se strut. No clinical sequelae were reported for this event. Procedural image review: three procedural still images were provided for review. The images confirm a gap in the deployed stent however they do not conclusively confirm a stent fracture. This gap may be stent deformation. The 6x40 complete se stent is successfully stented with another 7x60 complete se stent.